Event description:
It was reported that a second surgery was performed to remove the broken plate. It fractured post operatively. Arthrex became aware of this event when surgeon called inquiring about reports of this type of plate breaking. The plate was removed approximately 3 months post a bunion repair on the right foot. The pt was reported to be healed at the time the plate was removed. No further pt info is available and no add'l adverse consequences have been reported. This device is used for treatment.

Manufacturer narrative:
The implant was not returned and the complainant's event could not be verified. Device history review revealed nothing relevant to this event. This is the first complaint of this type for this part/lot combination. It was reported to the arthrex representative that the nature of the fracture (broken at wedge), indicates it is possible the pt was not compliant with the post op instructions. However, a definitive conclusion could not be made from the info available and without device evaluation.